Manufacturer narrative:
One smiths medical pneupac ventilators parapac was returned for analysis. Upon inspection, noticed cracking on the back of the case as well as around the battery holder. When performing the pressure relief tests, noticed that the high alarm led flashes but the audio alarm fails to sound. It was noted that faulty alarm reed was the cause of the reported issue. Service replaced the alarm reed to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the high pip alarm of a smiths medical pneupac ventilators parapac could not go off during pressure test and battery needed replacement and housing was noted to be cracked. No adverse effects were reported.